Event description:
It was reported that when biventricular pacing was turned on as part of (B)(4) study, the patient had phrenic nerve stimulation from the left ventricular (lv) lead. The lead was initially reprogrammed to reduce the pacing output. When the patient was seen two months later, the patient had symptoms of diaphragmatic stimulation and the lv lead was programmed off and a lead revision was planned. During the lead repositioning procedure, the lv lead was noted to be fractured at the distal end. The lead was removed and not replaced due to patient anatomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and all conductors were distorted. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, the lead was stretched, and there was apparent explant damage. The analyst also noted that no fracture was observed and the reason for the stylet not passing is because of the conductors being distorted due to explant damage.